Manufacturer narrative:
All info was provided by MFR, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. E3 company rep.

Event description:
It was reported that the device would not interrogate with a programmer wand of via rf. Product will be returned and was not implanted.